Event description:
68 year-old with history implanted pacemaker (permanent) for sinus node disease in 1986. On 1/8/90 a chronically implanted power pack of non-functioning permanent pacing system was replaced and new ddd system was placed. 12/30/93 m.d. Noted that cardiocare reported "failure to capture" and documented oversensing and failure to capture. M.d. Noted that representative from manufacturer noted lead is defected. Patient underwent replacement on 1/10/94.device labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.no imminent hazard to public health claimed. Device used as labeled/intended.device was not evaluated after the event. Method of evaluation: no data. Results of evaluation: no data. Conclusion: no data. Certainty of device as cause of or contributor to event: yes. Corrective actions: no data. The device was destroyed/disposed of.